Event description:
It was reported that the patient's equipment was having power connection issues. The patient had 27 powers disconnected although a ventricular assist device competent nurse had connected the patient to their batteries. The problem resolved after the left ventricular assist device coordinator cleaned the battery coils. Log files were submitted for review. The log file captured a loss of power to the mobile power unit (mpu) on 01aug2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. In addition, the log captured several no external power alarms on (B)(6) 2025 that appeared to have been the result of the patient disconnecting both system controller leads from power. These alarms appeared to be occurring while the patient was using both batteries and the mpu. It was noted the mpu had a v-lock connector on the ac power cord and that there were no environmental circumstances that would have affected a/c power at the time of the event.

Manufacturer narrative:
Section d4: d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On 01aug2025 13:26:27, the log file captured atypical power cable disconnect and low voltage hazard which escalated to a no external power alarm shortly after. The atypical alarms occurred while connected to the heartmate mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm threshold. The alarms resolved on 01aug2025 at 13:26:33 when the power was restored to both power cables. The backup battery supported the system without issue during this event. The no external power events did not impact the controller¿s ability to support the pump. No additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mpu not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas instructions for use (IFU) heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mpu to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.